Manufacturer narrative:
No part was received, so no physical evaluation could be conducted. No adverse effects to the patient were noted based on the event evaluation form. It was confirmed that there were no adverse effects to the patient. It was claimed that appropriate technique was used and that a 7.5mm drill was used for a 10mm diameter screw. This complaint will be reopened for further investigation if more information is received. No determinations can be made for the cause of the reported issue at the moment, but as the hazard/failure category most closely aligned with the available information is "tip deformation or breakage". The overall risk level would equate to low. This evaluation determined that this failure was within the expected risk profile; therefore, no further actions will be taken at this time.

Event description:
It was reported that the tip of driver broke off in surgery. The surgeon was on the last screw and felt it snap, didn't inspect it and didn't notice anything in the patient when taking final xrays. At post op visit and xrays weeks later, noticed the tip had dislodged from the screw head and was visible on xray. It is causing no issues and dr doesn't plan on doing any removal at this time.